Event description:
It was reported that the customer had normal blood glucose levels of less than 80 mg/dl. The customer reported that there was fluid or condensation under the display of the insulin pump. The customer reported that the insulin pump might have been exposed to sweat. The customer was advised that the insulin pump would need to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per the health care provider's instruction. No additional information was provided.

Manufacturer narrative:
The insulin pump was received with no moisture damage on the electronics, motor, battery tube and vibrator assembly noted during our visual inspection. The insulin pump was received with cracked reservoir tube lip, minor scratched lcd window and scratched reservoir tube window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.